Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced with new lead. Patient condition was stable.

Event description:
New information noted that an issue of dislodgement discovered during initial implant case and confirmed via fluoroscopy.